Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, a trapezoid rx basket was used in an attempt to crush a 1.5 cm stone. However, the handle broke. With the stone still inside the basket, the physician pulled the catheter and managed to pull the basket out. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event.